Event description:
It was reported that the anchor was broken during a hip surgery. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Manufacturer narrative:
Visual assessment of the device showed the inner shaft is bent. The anchor was not returned for examination. The condition of the device indicates axial alignment was not maintained during insertion of the anchor. Ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for a successful repair. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. No root cause related to the manufacture of the devices can be established. No further investigation is warranted at this time.